Event description:
During the rewarming phase, the thermogard hq console (sn (B)(6) powered off unexpectedly. After turning the power back on, the fan can be heard running, but the screen remains completely blank and the roller pump is not operating, making the device unusable. An alarm sounds whenever any button is pressed. Therapy was continued using another console. No patient injury reported.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint that thermogard hq console (sn (B)(6) was switched on but the screen remains completely blank was confirmed during functional testing. The complaint was resolved by reconnecting the lcd board connector to the pcb in the display head; however, the entire display head was replaced as a precaution. The reported complaints that the console powered off unexpectedly and that an alarm sounds whenever any button is pressed were not confirmed during review of the event log or functional testing. The thermogard hq console failed the initial functional test. The customer's reported complaint about a blank screen was confirmed. The processor board was replaced but this did not resolve the issue. The reported complaint was resolved by reconnecting the lcd to the pcb in the display head. However, as a precaution, the entire display head was replaced. The reported complaint that the console powered off unexpectedly was not reproduced. All the buttons and sounds also worked as intended. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard hq console with serial number (B)(6).